Manufacturer narrative:
Device passed the displacement test noted. Device received with protruded drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience hypoglycemia as well as the drive support cap of insulin pump was damage. Customer's blood glucose level was 50 mg/dl. The device will not be returned for analysis.